Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error. Customer stated insulin pump had rejected new batteries, battery fluctuating going from full bar to low fast, no delivery alarm, crack on battery compartment and chunk was missing, more grinding and slower. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but motor error alarm during rewind prime/a33 test due to loose drive support disk. The motor was tested outside of the device and passed. No failed battery test alert and no charge/battery lasts less than expected anomaly noted. Device received with broken battery tube threads. The p-cap locks into the reservoir compartment properly noted. (B)(4).